Event description:
It was reported that during a sacro-colpoplexy by laparoscopic approach procedure, the staples will not release. Some staples have been released, then the stapler locked, and the staples remained inside the applier. Manual suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with the nose open; however, the nose weld was noted to be sufficient. During the analysis, the staples would not feed, therefore, the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken and a piece missing. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. Attempting to fire the device in repeatedly attempts will cause the staples to jam and ultimately enough pressure will build in the nose to open it and the pieces of the lifter to eject from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at initial inspection. A batch record review was performed, and no anomalies were found during the manufacturing process.